Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the screwdriver fractured during an initial hip arthroplasty. No pieces of the instrument fell into the patient. This instrument was used many times for many years.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had wear and tear as well as being fractured at the proximal part of the driver. DHR was reviewed and no discrepancies were found. This device has potentially been in the field for 6 years, therefore the root cause can be attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.